Manufacturer narrative:
Evaluation: results: visual inspection of the returned lens showed lens was returned in liquid and half of the lens was torn off and missing. (B)(4).

Event description:
It was the reported that the (B)(4) single piece collamer lens with aspheric was misloaded and tore as the surgeon inserted it in the eye. The lens was removed without enlarging the incision and no sutures were needed. The reporter stated the incident was the result of a loading error.